Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no pacing or telemetry. The magnet rate was 62 - 63 ppm. During a follow-up six months previous, the battery data was 2.83v and 1 kohm and the magnet rate was 70.5 ppm.